Event description:
It was reported that the patient's right ventricular lead impedance measurement doubled since implant and was considered high impedance. It was noted that the lead alert was triggered through remote heart monitoring. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.